Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation the device exhibited eri and eos flags. Patient underwent a gallbladder surgery in 2016. During the procedure the device was exposed to cautery causing it to false eri and eos trip. The firmware download was performed successfully. The eri/eos status was cleared.